Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient began treatment for the peritonitis with levofloxacin (dose, frequency and route was not reported). Pd therapy was ongoing during the treatment. It was not reported whether the patient was hospitalized for the event. At the time of this report, the peritonitis was not resolved, the patient was not recovered, and dianeal therapy was ongoing. No additional information is available.